Manufacturer narrative:
In response to FDA report number: mw5088501. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were autoimmune issues, chronic fatigue, rashes, tightening of the skin, hot around the implants, vision and allergy problems, "ra," thyroid issues, seizures, "fibro." This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency "tightening of skin and hot around the implants." Patient additionally reported "very ill with autoimmune, chronic fatigue, rashes," "vision and allergy problems," "r. A.," "thyroid," "inflammation," "seizures," "fibro"; these events are not related to the device. Device has been explanted. This record is for the right side.